Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was isolated to a shorted q4 transistor on the bedside board. The root cause for the shorted q4 component could not be positively identified. Device eval of battery pack sn (B)(4) has been completed. The reported problem (battery faults) was confirmed. Upon receipt the battery was unable to charge and unable to power up a monitor. Upon investigation, liquid contamination was found inside the battery pack. The battery pca board was corroded. The cause for the inability to charge or power up a monitor was corrosion of the pca board. The cause for the corroded pca board is due to contamination from the ingress of an unk liquid. No adverse event resulted from the shorted q4 transistor or the corroded pca board. The pt received a replacement battery charger/modem and a replacement battery pack. Charger/modem; battery pack: 09/2012.

Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger was displaying "battery charger problem" every time he tried to charge his battery. The pt was issued a replacement battery charger/modem and a replacement battery pack.